Event description:
This report is being filed after the subsequent review of the following literature article, bennett, g., kay, d. And sabatta, j. (2005). First metatarsophalangeal joint arthrodesis: an evaluation of hardware. Foot & ankle international, 26, 593-596. The authors conducted a study between january 1, 2000 and december 31, 2001 of ninety-five consecutive patients who had first metatarsophalangeal joint (mtpj) arthrodesis using the synthes device, modular hand set, for a variety of conditions affecting the hallux. Sixty-six women (73 feet) with average age 58 years and 29 men (34 feet) with average age 56 years were treated. All patients had radiographs and follow-up examination at six weeks, three months, and six months after surgery. Results included 14 arthrodeses that did not fuse solidly (11 patients). In all of these patients, either a screw or screws or the plate or both broke. Of the 11 patients, four were women (four feet) and seven were men (10 feet). Of the 14 feet (11 patients) without solid fusions, ten feet (8 patients) were symptomatic. Six patients (seven feet) wanted no further treatment and believed that their symptoms were tolerable. Two patients (three feet) opted for further treatment. The broken implants were removed and arthrodesis was done with a different implant. All of these fused successfully, and the patients were satisfied and improved over their preoperative status. Three patients (four feet) were asymptomatic despite lack of fusion and requested no further treatment. This is report 1 of 1 for (B)(4). This report is for an unknown modular hand set.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Bennett, g., kay, d. And sabatta, j. (2005). First metatarsophalangeal joint arthrodesis: an evaluation of hardware. Foot & ankle international, 26, 593-596. This report is for an unknown modular hand set. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.